Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred at "8.50" on (B)(6) 2016. At this time the patient obtained blood glucose results of "hi, 397 and 156mg/dl" with the subject meter, however it was noted that these results were obtained from different sample sites. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time later they developed the symptoms of "shaking, nauseous and vomiting", however, denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the blood glucose results were obtained from different sample sites. The products were requested back for evaluation and replacement products were sent to the patient. Although the blood glucose results obtained by the patient were taken from different sample sites, this complaint is being reported because the patient developed symptoms indicative of serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.